Event description:
Philips received a complaint from the customer, reporting that the tera term was not connecting between the computer and v60 ventilator. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the tera term was not connecting between the computer and v60 ventilator. During troubleshooting, the remote service engineer (rse) provided the customer on how to set up the tera term; the rse noted that the usb (universal serial bus) ports on customer's computer were locked down. The rse advised the customer to work their facility it (information technology) department in order to unlock the usb ports. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the customer's keyspan drivers that were not being loaded. It was noted that there was an internal lockout with the customer's information technologies (it) department.